Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during endovascular aneurysm repair for an aortic aneurysm, the physician noted blood loss after inserting the flexor introducer sheath into the external iliac artery. Reportedly, access was gained from the left external iliac artery using an ipsalateral approach via a micropuncture set and perclose device (abbott). Patient's anatomy upon insertion was minimally tortuous. The initial perclose device (abbott) was removed and the 8fr flexor introducer sheath was placed using a bentson wire (cook medical). Resistance was felt when the physician attempted to remove the complaint device over the wire guide. The physician held significant pressure on the patient's abdomen and continued to pull back on the complaint device. The hub separated, leaving the sheath tubing and wire guide in the patient's artery. The patient began losing blood through the 8fr flexor introducer sheath lumen, and manual pressure was held at the access site. A coda balloon catheter (cook medical) was placed, via another access site, to successfully control the bleeding. A cut-down procedure was then performed to complete the aortic aneurysm repair procedure and retrieve the sheath and wire guide with forceps. No portion of the complaint device remained in the patient's anatomy. No blood products were required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the sheath of the device was separated from the hub. Biomatter was present in and on the hub of the device. The flare also appeared out-of-round. There was no sheath tubing material present in the hub. The sheath flare passed through the large lumen, but didn't pass through the small lumen of the flare inspection gauge. The inner diameter of the connecting cap was found to be within specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d1, d4, g5, h4. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.